Event description:
The customer reported "low pressure" during the procedure. The procedure was completed with the same equipment, there was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).